Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient's mother stated the patient had diabetic ketoacidosis (dka) symptoms such as stomach sickness, disorientation and ketones in the kidneys. A bg meter reading was taken by the parent and it was around 500 mg/dl while the cgm displayed "low". The patient was on the verge of losing consciousness and self treated with 7 units of humalog insulin. It was reported that her condition worsened and 911 was called. When paramedics arrived, the patient was disoriented and was transported to the emergency room. At the ER, tests and treatment was provided. Blood test results noted the patient's blood glucose was 700 mg/dl, magnesium and potassium levels were depleted. The patient was admitted to the intensive care unit (ICU) for dka management. While in the ICU, additional tests were done including a CT (computed tomography) scan to check for welling in the brain. The patient was hospitalized for 7 days. Upon discharge, the patient was advised to increase her insulin dosage. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.